Manufacturer narrative:
The k electrode lot number and expiration date were not provided. The field service engineer (fse) replaced the degasser. The customer had no further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for potassium (k) on a cobas 8000 ise 900 module. The initial result was 6.54 mmol/l. The repeat result was 8.04 mmol/l. The sample was repeated again with a result of 6.57 mmol/l. No questionable results were reported outside of the laboratory.